Event description:
It was reported that the pt's audiologist called to report that the pt has a device failure. His mother reported that he fell and the next morning, he could not hear with his device. He did not cry after falling, and there was no swelling or bruising around the implant site. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.